Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken off. It was not returned with the device. Approx 12 inches of suture was exposed from the anterior needle guide slot. The needle tip was attached to the suture. The plunger, cuffs, suture, and link were not returned with the device. A review of the device history record for this lot did not produce any findings relevant to this report. A formal investigation was opened for foot breaks with the perclose a-t. The probable root cause was determined to be that the needle tip may have been deflected low and hit the actuator wire slot which caused the foot to break. Corrective and preventive actions have been identified and initiated. This report represents all info known by the reporter upon query by abbott personnel..

Event description:
Reported due to foot break found during device analysis. Report received from analysis of the perclose a-t (closer ak) device that the foot was broken and not returned with the device. The physician attempted to deploy the device "in the normal fashion." Upon withdrawal of the device, the knot would not release from the knot tube. The device was removed and a second perclose a-t device was deployed without incident. It is unk whether the pt experienced any adverse events; however, no adverse events were reported. Although requested, no additional pt info was provided.